Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient cannot stand and hold the patient programmer (pp) in place. The device was not working and there was something definitely wrong. Since yesterday the pp was not recognizing the correct position she was in. She was only able to use the pp yesterday morning. She replaced the batteries in the pp the day after implant due to depletion and has been using them ever since. She took the batteries out for a couple seconds to let the pp reset before putting them back. When trying to use again the pp shows the patient laying on the right side but she was really sitting up. She waited 2 minutes to see what the transition time might be, this was performed twice. She saw her health care provider (hcp) two days ago and had her device evaluated, it was unclear what occurred during this visit. Changing the batteries in pp did not make a difference but she was able to connect without using the antenna. The recharger was able connected and the recharging screen displayed. She turned off the adaptive stimulation feature until she can see her hcp. It appeared the patient was doing all the right things with her device. It was noted that she has multiple sclerosis and it was hard for her to move. The patient was not able to see her hcp until (B)(6) 2013. Sometimes when she goes to turn her stimulation on, she will get a recharger and ins symbol and then has to turn it back off and on and it then comes on with her settings. She turns the stimulation off at night and then turns it back on in the morning. She only has one program. It was later reported that the ins was not adjusting amplitudes with posture changes. She has been seen by her hcp 3-4 times. The device was re-oriented last week which worked fine for a few days but then wasn¿t working again with position changes. The adaptive stimulation works in the clinic but not at home. She felt she has a faulty ins. The pp was going to be changed out. It was confirmed that the pp was changed and her device was reprogrammed. She was fine.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 97791, lot# n375354, implanted: (B)(6) 2013. Product type: accessory: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was further reported that the patient was having difficulties recharging using the recharger. It was reported that the patient was able to get 8 coupling bars and the implantable neurostimulator (ins) was halfway full. It was noted that the patient¿s stimulation was on. It was reported that the patient saw a poor communication screen. It was reported that there was ¿something wrong with the stimulator¿ when the patient was the patient was moving between settings/programs. It was noted that the patient saw a question mark going to a splash screen. It was noted that when the patient turns the neurostimulator on, nothing happens. It was noted that the device works in the clinical office, then the patient would go home and it wouldn¿t work.